Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck) on (B)(6) 2011. Approximately one yr after the procedure, the surgeon performed a total knee revision due to tibia metaphyseal bone pain experienced by the pt.

Manufacturer narrative:
Additional exp date: 09/2015. Additional MFR date: 09/2010. As part of normal complaint f/u, an eval was initiated at mako surgical. The mako rep present at the revision procedure was contacted and said the surgeon had noted that the restoris mck implants were well-fixated, stable, and well-aligned as observed during the revision procedure. The cause of the pain was unk to the surgeon, and could not be determined with the limited info available after the eval was completed.